Event description:
A report was received that the patient had difficulty charging the ipg due to the ipg shifting within the pocket. Ipg migration was confirmed. The patient underwent a pocket revision procedure. No device malfunction was suspected and the patient was doing well postoperatively.